Manufacturer narrative:
(B)(4). On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA on march 17, 2017 [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the difficulty to remove appears to be related to circumstances of the procedure.

Event description:
It was reported that approximately one month ago during use of an nc trek balloon in an angioplasty case, after deployment of a xience drug eluting stent (des), the nc trek balloon was used for post-dilatation of the stent. After post-dilatation was performed the balloon could not be removed from the deployed stent. Inflation and deflation was performed several times which resulted in the balloon being able to be partially deflated and removed from the patient without adverse patient effects. There were no difficulties experienced during the several inflations of the balloon. The xience des stent was confirmed to be fully apposed to the vessel wall prior to using the balloon for post-dilatation. The case was complete successfully with a good patient outcome. No additional information was provided.